Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent escape button response due to a flattened dome switch. The insulin pump also had cosmetic damage.

Event description:
Customer reported that the buttons on the insulin pump were not working during bolus. It was noted that the customer replaced the batteries and received a button error alarm. Customer's blood glucose reading at the time of the call was 86 mg/dl. No further information reported.